Event description:
It has been reported to philips that machine was not switching on. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that f3 mcb was tripped in m cabinet. Philips service engineer reseated all connections and reconnected the fd controller. After that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not switching on and there was no display. The fse reviewed the log file and found that there were errors in the fd controller. On further investigation, it was found that the f3 mcb (maintenance control board) got tripped in the m cabinet. The fse reseated all the connections and reconnected the fd controller after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.